Event description:
A paratrend 7 fl sensor was connected and properly secured to an intravascular access device. The sensor was then connected to a pressure bag. Blood was seen to leak from the sensor advancement lock. The leak occurred both when the sensor was advanced and retracted. The device was returned to the MFR for investigation. This product malfunction occurred in an animal lab, not on a pt. However, a decision to report this incident was made because of the similarity to other events affecting sensors from batch 806.